Event description:
It was reported the pt was no longer receiving stimulation and was unable to communicate with or charge her ipg subsequent to suffering a fall. The sjm rep met with the pt and confirmed the issue. The pt is to consult with her physician regarding taking surgical intervention at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.